Event description:
In 2002, the patient was implanted with a vented electric left ventricular device (lvad). About a year later the patient was exhibiting signs of having inflow valve incompetence. At that time the patient was admitted to the hospital for an lvad replacement. The lvad was replaced three months later. The pt remains on lvad support while awaiting a heart trnsplant.